Event description:
After scanning a pt's left hip, the pt had oval, 4-5 cm slightly raised red patched appearance (first degree burns) on the inner thighs. Pt was thin, so thighs were not touching (per techs). The pt also stated that his thighs were not touching. The red patches were on both thighs and were symmetrical. The pt did not complain during the examination, but later stated that he did feel a burning sensation during some of the sequences. He did not tell the technologist until after he was off the table, because he wanted to complete the exam, and did not want to stop. Pt has a right hip replacement (johnson & johnson depuy, titanium). Techs stated that they did not get any sar messages. A cse was dispatched to check the system. Siemens service engineer reviewed the protocols and they were using se and tse sequences. Pt was scanned feet first. There was no evidence of device failure.

Manufacturer narrative:
Although the extent of injury was minor (raised red patches on middle inner thighs - described as first degree) we are reporting this event in the abundance of caution.